Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking, that out of range issues occurred between the transmitter and pump for unknown periods of time, and that there were unspecified cartridge fit issues. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.